Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted image confirmed the report of a small section of the tunneling bullet being missing. The submitted image depicted a used tunneling adapter with one of the leaflets broken off. A specific cause for this event could not be conclusively determined; however, based on previous complaint history, this appears consistent with the leaflet being bent away from the central axis during the tunneling procedure, ultimately leading to failure. It was reported that a small section of the tunneling adapter was noted to have been missing immediately after the driveline was tunneled through the patient¿s abdomen. The immediate area was checked to see if the piece could be recovered at both the driveline exit site and the vicinity of sterile drapes, but the missing piece could not be found. It is believed that the piece broke off during the tunneling procedure and remains in the patient. Multiple requests for additional information regarding this event were issued to the customer, including requests for return of the tunneling adapter; however, no further information has been provided and no product has been received to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The implant kit was shipped with heartmate 3 lvas IFU, section 5 entitled "surgical procedures" describes how to attach the tunneling adapter to the pump cable and how to create the driveline exit site, including how to externalize the pump cable using the tunneling lance. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during implantation, a small section of the tunneling adapter was noted to have been missing. The immediate area was checked to see if the piece could be recovered. The missing piece was not found and was believed to have broken off during the procedure and remains within patient. No further information was provided.